Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_ unknown_prog, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding an unknown patient receiving an unknown drug via an implantable infusion pump for intrathecal therapy. The indication for use was also unknown. It was noted that 3-4yrs prior to this event report date, the pump went into an inadvertent stopped pump mode during telemetry update. The health care professional called the manufacturer and the problem was resolved. No problems were noted afterwards. There were no patient symptoms in relation to this issue. Additional information regarding patient identifier, device identifier, exact troubleshooting performed and causality has been requested, but was not available as of the date of this report. No symptoms were reported in association to the event.